Event description:
It was reported that the patient experienced recurring incontinence that resulted in surgical intervention to explant an artificial urinary sphincter (aus) cuff and pump. During the procedure, the physician identified a hole in the aus cuff that was leaking when tested. The physician believed that the perforation was due to the folding of the device when deflated. A new aus cuff and pump were implanted, and no additional patient complications were reported.